Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubies were not on bus. A field service engineer replaced retractor band and drawer board on auxiliary full height drawer 6 due to multiple cubie failures. Customer recovered drawer and completed inventory. Functionality verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis with several cubies reporting device was not on the bus despite hard restart. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis with several cubies reporting device was not on the bus despite hard restart. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.